Event description:
During a follow up with the nurse regarding the alarm, it was revealed that the issue was resolved and that she had resumed therapy. The hp verified that the tsr went over the proper procedures with her that day, and that she was advised to connect the extension line (if needed) prior to priming. Per hp, she did not have any injury or harm as a result of this incident. The hp is doing fine and continuing therapy. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. The home patient (hp) stated that she did not connect patient line extension until after prime had completed. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The home patient (hp) stated that she did not connect patient line extension until after prime had completed. The technical service representative (tsr) assisted the hp to clear the alarm. The tsr advised the hp to disconnect using aseptic technique. The hp agreed to notify the peritoneal dialysis nurse. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.